Event description:
It was reported that a homechoice cassette leaked from an unspecified location; this was further described as "when the connection began, liquid came out of the bottom of the device¿. This occurred during use of the device for automated peritoneal dialysis therapy on a homechoice cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.